Manufacturer narrative:
According to the problem description, the patient was intubated and ventilated in pressure control (pc) mode, but prepared for extubation and thereafter switch to high flow therapy (hft). The user tried to ¿preset¿ the values in hft and after some changes within the hft window, the user pressed cancel. A dialog window opened and the user pressed ¿keep settings¿. The ventilator did not return to pc mode, as the user expected, instead it switched to hft preparation state with ventilation disabled as per design. The user noticed that the patient was not ventilated and handled the situation. As per design, it is not possible to preset parameters in another mode, e.g. In hft when pressure control is used. The ¿keep settings¿ in the dialog window means the ventilator will keep the changed setting and switch to the new mode. To return to the current ventilation mode, the user has to press ¿reject settings¿ instead. When hft is chosen as the active ventilation mode, there will be a preparation state where the ventilation is stopped for two minutes to allow the user to change tubing. During this time, alarms are disabled. After these two minutes, hft will start, and if the patient is still connected with a patient circuit for invasive or non-invasive ventilation, a medium priority alarm will be activated. The conclusion is that the reported event was a user related error, a misunderstanding of the user interface information and the function of the ventilator. The ventilator worked as designed.

Event description:
Manufacturer ref. #: 213083.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilation stopped during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).